Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy rash all over her back under the lifevest. The patient reportedly sought medical attention for the skin condition. Follow-up indicated that the condition had gotten much better.